Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Unit received with partially broken off reservoir tube lip and missing reservoir tube lip o-ring. Unable to perform displacement test and p-cap / reservoir will not lock properly due to damage to reservoir tube lip. Unit received with cracked case at the battery tube threads.

Event description:
The customer reported via phone call that the battery compartment and the reservoir area was cracked. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.